Event description:
The customer reported obtaining low, out-of-range control results with two different leadcare ii test kit lots while using their leadcare ii analyzer. Technical services conducted troubleshooting with the customer but were unable to resolve the issue. As a result, a replacement leadcare ii analyzer was shipped to the customer, and the affected analyzer, along with the associated test kits, was returned to the manufacturer for evaluation. The returned unit was received and inspected by product support (ps) on january 14, 2026. Inspection identified mild pin corrosion. Testing of the returned test kits demonstrated appropriate performance within specifications. Given the report of low, out-of-range control results in conjunction with the observed pin corrosion, an MDR decision tree was submitted to the manufacturer for further assessment. The customer confirmed receipt and installation of the replacement instrument. No further issues have been reported since the replacement unit was placed into service.